Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A field service representative was dispatched to the facility to investigate the device. He re-adjusted the stirrer motor in order to fix the issue and returned the device to service. Since the device was newly retrofitted and the pump head of the stirrer motor is included in the erosion kit upgrade, it cannot be ruled out that an assembly error occurred which led to incorrect component operation causing the reported heating issue.

Event description:
Livanova received a report stating that a heater-cooler system 3t was not heating beyond 8°c degrees on the patient side. The problem occurred during maintenance. There was no patient/user affected.